Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 443 mg/dl. The customer called in for assistance with reprogramming their insulin pump. The customer was assisted with all their questions and issues regarding reprogramming the time, date and basal settings on their pump. The customer was advised to call back if they had any issues regarding their insulin pump. No further information was provided.